Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low readings issue with the adc freestyle libre sensor. On (B)(6) 2020, the customer received 'lo' (< 40 mg/dl) and unspecified low readings, was provided juice and food, and had insulin pump removed by caregiver. On (B)(6) 2020, the customer experienced symptoms of nausea and vomiting, was provided juice by a school nurse, and received scan readings of 94 mg/dl, 115 mg/dl, and 137 mg/dl. The caregiver contacted a hospital, who advised a capillary blood glucose test be performed. A reading of 'hi' (> 500 mg/dl) was obtained on the freestyle libre built-in meter as compared to a sensor scan of 118 mg/dl. The caregiver treated the customer with 9 units of humalog insulin (insulin lispro). There was no report of death or permanent injury associated with this event.